Event description:
(B)(6) performed a removal of an abdominal tumor on (B)(6) 2014 and place a hernia graft. A wound vac was placed after the original procedure to encourage tissue incorporation and to protect the bowels. Black foam was used with the wound vac and the pressure setting was at 125. Within one week after the procedure the hernia graft had started to break down along the edges and the bowels were exposed. The patient was taken to surgery and the graft was removed and another biodesign hernia graft was placed. Per the associated cook sales representative, (B)(6) was not submitting this feedback as a complaint. The second biodesign hernia graft that was placed also degraded and the patient went to surgery again. A vicryl mesh was then placed. The patient's current status is unknown. MDR 1835959-2015-00030 captures the second biodesign hernia graft event.

Manufacturer narrative:
Evaluation code: conclusion - the use of a wound vac alters the graft's contact with tissue and is the likely root cause of the graft degradation. Other factors that are unknown, but could contribute to the graft degradation include the amount of tension placed on the graft and whether infection was present. The potential complications reported in the IFU note premature degradation as one of the adverse possible with the use of any prosthesis.